Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure could not staple on one side of staple line (pt's side). Another device was used to complete the case. There were no adverse consequences to the pt.